Event description:
A patient reported blood glucose results of "140, 119, 108, 136, 110, 124, 101, and 265 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.